Event description:
The user facility reported that their reliance endoscope processor was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician stated that water was coming out from underneath the unit and onto the floor. The user facility had placed a towel on the floor to absorb the water but was unable to contain the water. The technician inspected the unit and found that the door gasket and check valve required replacement. The technician replaced the door gasket and check valve, ran a test cycle and confirmed the unit to be operational.